Manufacturer narrative:
Device evaluated by manufacturer; a visual examination of the stent found stent damage. Stent struts from the distal and mid region were lifted from their crimped position. The undamaged stent od outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 22oct2020: it was reported that crossing difficulty encountered. The target lesions was located in the left anterior descending artery. A 2.50mm x 28mm promus premier drug eluting stent was advanced to treat, but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a stent damaged.